Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6004421 have already been previously tested in the (B)(4) on 06/feb/2025. The reference samples were tested for flow. All test results were within specifications as per the test report tw (B)(4) complaint test report and additional tests for the reference samples were documented for the occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded), under section 06.21. And the visual inspection was found within specifications. Device history record (DHR) review: the lot 6004421 was manufactured according to the work instruction (wi) version 108 manufactured in the line 7, on 02/dec/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 14/feb/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6004421 and no other complaint has been registered in database for the same lot 6004421 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm no reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient observed occlusion in the tubing followed by alarm. Duration of infusion set used was not more than 72 hours. The issue got resolved by replacing the infusion set and resumed insulin therapy. No further information available.